Event description:
Customer report that after the irrigation and fixation portion of the case were completed, resident was applying sutures to the innermost aspect of the wound. At this time it was noted that the needle driver being utilized was missing a portion of the tip. Wound was irrigated thoroughly. An x-ray was taken and read as free of any foreign objects. No report of pt harm.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.